Event description:
The following has been reported: air alarm: customer reporting infusion pump randomly displays "air alarm" when there is no air in the IV tubing. Please investigate and repair this defective agilia IV pump. Customer reported it is unknown if there were any adverse events. Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed for both reported devices. Multiple air alarms were found which confirms the reported event. "The device was received in lake zurich and their investigation was performed by our local technical team. According to repairs information, for sn (B)(6), air test was compliant and no functionnal issue could be detected. The sensor was not replaced but a calibration was carried out as a measure of precaution. The root cause of the event could be linked to usability (ex. Air in IV set). An internal CAPA is addressing this issue." This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action. Reporting as a conservative measure. No adverse effects were reported.